Event description:
It was reported that while the patient was home on (B)(6) 2017 he experienced chest pain. He presented to the hospital were his device was reprogrammed. The patient's pain decreased over a few days and he was sent home without a clear diagnosis. No further information could be obtained.